Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the etco2 pump for the device was no longer working. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.